Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 551 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer retorted that the pump did not alarm during manual prime. The customer was unable to trouble shoot at the time of the call. Details of treated was not provided. The customer changed their infusion set and was able to deliver themselves a bolus. The customer was sent replacement supplies. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.